Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dec 13, 2017: (B)(6) litigation received. Litigation alleges that the patient suffered from severe pain and discomfort. Patient also tested for metal ions well above an acceptable range, along with metallosis, tissue damage and related complications. Doi: (B)(6) 2007 : dor: (B)(6) 2017 (right hip).